Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that when they were using the oral-b floss action brush head, the metal piece that was inside of the brush head came out and fell in their mouth. The brush head does not sit on the handle and it does not rotate any more. No injury was reported.

Manufacturer narrative:
22-dec-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via phone stated that when they were using the oral-b floss action brush head, the metal piece that was inside of the brush head came out and fell in their mouth. The brush head does not sit on the handle and it does not rotate any more. No injury was reported.